Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the scope socket sensor was worn out and failed since it has been more that eight (8) years since the device was manufactured. It is also probable the sensor was damaged and failed due to the customer inserting the endoscope into the connector of the light source with a strong force. The following is included in the instructions for use which can prevent the event: "do not apply excessive force to the light source and / or other instruments connected. Otherwise, damage and / or malfunction can occur."

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The power switch was stuck inside due to a faulty switch. The connector was bad, and the device had a non-olympus lamp with five hundred plus hours of use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the power button on the evis exera iii xenon light source had been damaged and constantly depressed. The device could not be turned off anymore. This issue was found during preparation for use for a therapeutic procedure. No patient harm reported.